Event description:
In-country rep forwarded a report of no clot detected on hemochron response instrument. The customer observed no clot detected errors on hemochron response coagulation system. This event occurred outside the us. No adverse event(s) report.

Manufacturer narrative:
(B)(4) (tube lots j9fte225a and h9fte197b). Instrument device history record reviewed. Actual device involved in incident was evaluated and tube device history record also reviewed and met specifications. Record eval completed. Complaint could not be confirmed. Device performed according to specifications. Device evaluated and alleged failure could not be duplicated. Device operated according to specifications. Itc has requested all data required for form 3500a.